Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6) hospital. Block e1 initial reporter address 1: (B)(6). Block e1 initial reporter phone: (B)(6).

Event description:
It was reported that during procedure, it was found that the device failed to boot. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation unknown.